Event description:
The below report was received by health authority u.s. Food and drug administration (reference number: mw5109547) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("strong cramps") in an adult female patient who had essure inserted for sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), dysmenorrhoea ("pain during her cycles"), menstruation irregular ("menstrual irregularities"), pyrexia ("feels like she has a fever"), tremor ("has shaky legs") and gait inability ("doesn't feel like she can walk"). Essure . At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, dysmenorrhoea, gait inability, menstruation irregular, pyrexia and tremor to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: processed with initial. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (u.s. Food and drug administration, reference number: mw5109547) on 31-may-2022. The most recent information was received on 17-jun-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('strong cramps') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), dysmenorrhoea ("pain during her cycles"), menstruation irregular ("menstrual irregularities"), pyrexia ("feels like she has a fever"), tremor ("has shaky legs") and gait disturbance ("doesn't feel like she can walk"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstruation irregular, pyrexia, tremor and gait disturbance outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, gait disturbance, menstruation irregular, pyrexia and tremor to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.